Event description:
Reference number (B)(4). Event occurred in the united states on 16th sep 2024, it was reported that the patient was hospitalized due to high bg. Bg value when admitted to hospital was 400 mg/dl patient received IV drip as corrective treatment. No further information available.